Event description:
Nuclear medicine technician was repositioning the angiocath and the catheter tip sheared off. The technologist thinks part of the catheter broke in the patient's arm. When the catheter was pulled out, it looked like some of the plastic from the catheter was missing. The patient was returned to ultrasound the next day, and at this time the superficial vein was found to be thrombosed.